Manufacturer narrative:
Correction to d2: product code was corrected from 'max' to 'lxh' and common device name was corrected from 'intervertebral fusion device with bone graft, lumbar22' to 'orthopedic manual surgical instrument.' Correction to g4: a PMA# was provide in the initial MDR, however, this device is not PMA approved. Visual inspection: the device was inspected and was confirmed to have been unable to disengage from an implant. The inserter tip was jammed with the interbody and was unable to be disconnected without the use of excessive force. Damage was identified at the inserter tip as it appears that both tabs were flattened/deformed. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The damage to the device appears to be caused by excessive force during device implantation. It is possible that the user was twisting the instrument during implantation, which applied more pressure to the assembly and damaged the instrument. This high pressure could have compressed and crushed the tabs of the inserter between the instrument and the implant in the manner that was shown. As a result, the alleged failure mode was confirmed, and the most likely root cause of the issue was determined to have been excessive tightening force.

Event description:
It was reported that an aleutian lateral inserter would not disengage from an implant during intra-operative cage placement. There were no reported adverse consequences to the patient. The procedure was completed successfully using an alternative inserter with a 30 minute surgical delay. This report captures the inserter.

Event description:
It was reported that an aleutian lateral inserter would not disengage from an implant during intra-operative cage placement. There were no reported adverse consequences to the patient. The procedure was completed successfully using an alternative inserter with a 30 minute surgical delay. This report captures the inserter.